Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted on (B)(6) 2013 with increased lactate dehydrogenase and slight increase in plasma free hgb. The pump parameters were within normal limits at the time and no infection was present at the time. An echo ramp study was completed, which showed the left ventricle unloading with increasing pump speeds. On (B)(6) 2013, the pt developed acute fever, emesis, and trouble oxygenating. She was subsequently intubated and placed on ECMO and several inotropes. Cultures showed staph pneumonia. The pt was started on dialysis on (B)(6) 2013. Medication was administered on (B)(6) 2013. The pt continued to worsen. A CT scan showed embolic stroke events. On (B)(6) 2013, another lvad was placed, but the pt continued to deteriorate. The family withdrew care on (B)(6) 2013 and the pt expired.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.